Event description:
Reportedly, the trocar seal disengaged from the instrument into the pt's cavity while inserting the mesh through the port and was retrieved from the cavity to complete the case without further incident. Procedure: tep hernia repair; patient status: no pt injury reported.